Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented for an office visit with excruciating generalized low back pain and milder bilateral lower extremity pain. Physician's notes indicate patient "can no longer live with her pain - she is decompensated off to the left side fairly substantially and this decompensation will not be completely corrected by surgery." The patient underwent a posterior fusion surgery t11-s1 using posterior instrumentation, rhbmp-2/acs, resorbable ceramic granules, local bone and nuvasive neural monitoring. Op notes indicated "soft bone." Per the operative notes, the "incision was made from approximately t10 to s2 - I placed the pedicle screws at t11-s1 on the right. The right l1 screw cut out slightly to the lateral side of the pedicle. It was still in the pedicle somewhat and it was actually still quite solid; I chose to keep it." Screws were not placed on the left side. No complications were noted. At 16 days post-op, the patient presented for post-op follow up. Per the physician's notes, the patient "is doing quite well and is ambulating - her incision is healing well." At 30 days post-op, the patient presented with complaints of feeling "depressed, exhausted, ill, faint, and nauseated." Per the physician's notes, "the pain in her back is somewhat better - the patient's incision is healing nicely with no evidence of infection or wound dehiscence." At 408 days post-op, the patient presented with generalized diffuse back pain. Per the physician's notes, "she is only about 10-20% better than preop. She tends to fall forward and lean forward also. She has low back pain, mid back pain and neck pain. She hurts in a lot of areas. X-rays look fine. She appears to be fused on the right side, her instrumented side. It is difficult to quantitate or see a fusion on the left." At 58 days post-op, physician's notes indicate the patient is "continuing to improve status post lumbar fusion surgery." At 100 days post-op, the patient presented with "scattered complaints including asymmetry of her hip, right hip being higher, etc." Per the physician's notes, "I told her any asymmetry complaints are definitely a result of her scoliosis deformity. I have told her she has had scoliosis for a long time." Lumbar x-rays "show intact hardware" it is difficult to quantitate the effusion. She may have a delayed union. Scoliosis deformity, which has been present for decades. At 135 days post-op, the patient presented with diffuse, generalized low back discomfort. Lumbar spine x-rays were interpreted to "suggest a probably left side fusion. The fusion is difficult to prove. She probably has a right side fusion." At 219 days post-op, the patient presented with generalized low back discomfort. Per the physician's notes, "the patient's dominant complaint, by far, is asymmetry of her hips. She thinks she has a hip problem, because she has a higher right hip than left, but I told her scoliosis normally makes the pelvis oblique, making it look like one hip is higher than the other - her preoperative leg pain has been cured by surgery. She now has a cardiac pacemaker." Lumbar x-rays indicated "she has ongoing fusion, with screws on one side." At 289 days post-op, the patient presented for follow-up. Patient reported "generalized low back discomfort which is about 'half better' now versus preoperative." Lumbar x-rays were interpreted to indicate "effusion mass on the right side and I believe she is united" allegedly, since receiving bmp, it is claimed that the patient developed chronic pain, numbness in nose and cheekbones, nerve damage, and trouble walking.